Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as due to touch contamination. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin, gentamycin, and ancef (all intraperitoneally, durations, dosages and frequencies not reported) for the peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. On an unreported date, the patient was switched to hemodialysis and therefore was not retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.